Manufacturer narrative:
Broken force sensor error noted in the pump history and critical pump error (open book) noted on pump history due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for circuital pump error. The customer's blood glucose level was reported to be 108mg/dl. It was reported that the pump would be replaced and returned for analysis.